Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the computer was replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735785, lot number: unknown product ID: 9735764, lot number: unknown h3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code a0902: display or visual feedback problem is applicable to the camera cart monitor was flickering and intermittently displayed a static image as well as linux text. Code a23: use of device problem is applicable to the video issues, and the monitors were malfunctioning. Code a1102: application program problem is applicable to the main cart monitor displayed a "no video detected" message. Code g02004: cable, electrical is applicable to the displayport (dp) to mini-dp cable. Code g02007: computer hardware is applicable to the computer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was video issues. Both of the system's monitors were malfunctioning. The main cart monitor displayed a "no video detected" message. The camera cart monitor was flickering and intermittently displayed a static image as well as linux text. Troubleshooting was performed. Technical services (ts) had the manufacturer representative (rep) make sure the main cart monitor video input was set to high-definition multimedia interface (hdmi) which it was. The disc drive opened when the button was pressed, indicating the computer was receiving power. The rep had already re-seated the main cart monitor cable. It was noted that ts believed the root cause of the issue was a malfunctioning computer. There was no patient involvement.